Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the seal was missing. There was no injury reported, however we decided to report the issue in abundance of caution as seal falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The purpose of this submission is solely to provide a correction of h4 manufacture date. This is based on the internal evaluation. Previous h4 manufacture date 10/01/2019; corrected h4 manufacture date 10/02/2019.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated, the seal was missing. There was no injury reported, however, we decided to report the issue in an abundance of caution as the seal falling off into a sterile field or during a procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to a missing seal, which contributed to the event. It is unknown if upon the event occurrence the device was or was not being used for patient treatment. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is very low. As stated by the subject matter expert at the manufacturer¿s site, it was impossible to determine the exact root cause of the issue due to limited information provided in regards to this case. To prevent any incident the powerled ii instruction for use (pwd ii IFU 01811 rev. 09, page 10) mentions that ¿the product must not be modified in any way without the prior written consent of getinge¿. Also, to prevent any incident the powerled ii instruction for use (pwdii IFU 01811 rev. 09, pages 43-47) mentions in the chapter ¿daily inspections before use¿ to check that the headlight gaskets are in the proper position and in good condition. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).